Event description:
The manufacturer was notified on (B)(6) 2014 that a mitroflow aortic pericardial heart valve (model lxa, size 21, s/n (B)(4)) was explanted after 3.6 years due to a structural valve deterioration / aortic steno-insufficiency. The valve was replaced with a 19mm sorin mitroflow aortic pericardial heart valve.

Manufacturer narrative:
The returned device is in the process of being evaluated. Review of the device history records confirmed that the valve satisfied all material, visual, and performance measures of a size 21 mitroflow valve model lxa at the time of manufacture and release.

Manufacturer narrative:
Conclusion: this mitroflow valve was explanted after 3 years and 8 months due to a reported severe prosthetic stenosis with regurgitation. Leaflet calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. Aortic insufficiency likely resulted from leaflet tears and inadequate leaflet coaptation caused by calcification of the leaflets. As reported in the scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). Histological analysis also identified inflammatory cells and gram positive and negative bacteria. The presence of thrombus depositions, inflammatory cells, and bacteria colonies indicated the onset of an infective endocarditis in the acute phase. It is possible that the patient's clinical history and risk factors may have contributed to the structural valve deterioration observed in this mitroflow valve.

Event description:
The manufacturer was notified on 15 september 2014 that a mitroflow aortic pericardial heart valve (model lxa, size 21, s/n (B)(4)) was explanted after 3.7 years due to calcification and regurgitation.